Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. During testing, noise could be recreated in all three sensing vectors when the patient raised her arm. The doctor is considered a replacement procedure. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2007.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The patient reported going to the ground when the shocks were delivered. During testing, noise could be recreated in all three sensing vectors when the patient raised her arm. The doctor is considering a replacement procedure. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The patient reported going to the ground when the shocks were delivered. During testing, noise could be recreated in all three sensing vectors when the patient raised her arm. The doctor is considering a replacement procedure. There were no additional adverse patient effects. The system remains implanted.